Manufacturer narrative:
Reported event was confirmed with product return. Upon visual inspection, device has a fracture of the strike plate from the handle however it has not been fully separated from the handle. Sem testing identified the following: xrf analysis confirmed both segments of the broach handle to be consistent with 17-4 stainless steel alloy. The common failure mode for the broach handles presented in this summary is tensile overload failure of the welded strike plate. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01213.

Event description:
It was reported that during the initial surgery, the broach was stuck inside the femur. As the surgeon tried to backslap the handle, the top broke off the broach handle. Another device was used and there was not harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.